Manufacturer narrative:
Seventeen samples were received for investigation and were tested on a cobas pro e 801 using the elecsys anti-hav assay, lot numbers 868268 and 911314. The investigation results were as follows: - no lot difference was seen (except for sample 14). - 11 out of the 17 samples were found reactive with both lot numbers. - 5 samples (samples 1, 4, 5, 8, and 15 ) were non-reactive with both lot numbers. - sample 14 has discrepant results between the two anti-hav lot numbers (the results from both lots were very near the cut-off threshold). The investigation noted that unspecific reactive results can occur and are covered by the assay's specificity claim. The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." A general product problem can be excluded since the qc results were acceptable. The investigation did not identify a product problem. The reagent performs within specifications.

Event description:
We received an allegation about questionable high results for 13 patients' samples tested with elecsys anti-hav ii assay on a cobas e 801 module when compared to the competitor's method. Initial results: reactive. Repeat results: non-reactive. The customer observed an increased number of a-hav ii results in the range of 0.6 coi to 0.99 coi, which were also discrepant when compared to the competitor's results. Three other samples showed borderline negative values of 1.01 coi, 1.02 coi, and 1.02 coi upon re-measurement.

Manufacturer narrative:
The anti-hav ii reagent expiration date was not provided. The cobas e 801 module serial number was 18m0-10. Qc was acceptable. The sample was requested for investigation. The investigation is ongoing.